Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event: the information could not be recalled the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the received device had been partially deployed and was in the safety release activated state with the plunger and vessel locator wings (vlw) retracted. The thumb advancer and delivery tube were partially deployed, partially splitting the sheath, which was undamaged, with the garage tube proximally displaced over the pusher tube exposing the carrier tube and clip still loaded on the carrier tube. There was no other device anomaly. During testing, the device was reset for redeployment and was successful with no detected deployment anomaly, resistance or unusual sounds. The displaced garage block failure occurs when the thumb advancer is advanced against resistance due to radial sheath constriction. A possible cause for radial sheath constriction is a tight tissue tract due to an insufficient nick and spread incision or anatomical features, but could not be confirmed. There was no anatomical or event information provided that may have contributed to the reported incident and observed device condition. The displaced garage tube and block assembly was the likely cause for the reported noise heard during thumb advancer deployment from the garage block features rubbing the inner surfaces and features of the handle. The reported inner tube advancement was a result of the garage tube proximally displacing exposing the inner carrier tube normally not viewable during the deployment process. Deployment of the thumb advancer against resistance is warned against in the starclose se instructions for use (IFU). The IFU states not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. There was no user issue as the procedure was correctly aborted and the device was removed from the patient when resistance to deployment was noted. The reported event of the inability to deploy the thumb advancer and the inner tube advancing is confirmed. However, the probable cause for the event could not be determined. To assure proper device function, during manufacturing all devices are inspected for proper garage tube assembly and alignment and a sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. Review of the device lot history record did not reveal any non-conformity records related to this event. A query of the complaint handling database was performed and there does not appear to be a product quality deficiency.

Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using the starclose se device after an unspecified procedure. Reportedly, during the initial splitting of the starclose se exchange sheath, a clicking/crunching sound was heard and the splitting of the sheath became more difficult and the sheath split stopped halfway. It appeared as if the inner tube was being advanced as the exchange sheath was splitting. The device was removed and the clip was noted to be mangled in the locator wings. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.